Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: handpiece device, burr device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the attachment device and burr device were stuck in the handpiece device and could not be released was not confirmed. Therefore, an assignable root cause for the reported conditions of will not release attachment and cannot remove cutter was not determined. However, during evaluation, it was determined that the device produced heat. The assignable root cause resulting from failures identified during evaluation was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device had a worn bearing, produced heat, generated vibration, could not insert cutter, damaged labeling, nose tube bent/damaged and component damage. It was further determined that the device failed pretest for visual assessment, labeling assessment, cutter insertion assessment, temperature verification and vibration assessment. It was noted in the service order that the attachment device and burr device were stuck in the handpiece device and could not be released. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.